Event description:
Caller states that customer tested at 527mg/dl and took 20 units of insulin. She reports that 5 minuts later she felt low blood glucose symptoms and tested at 149mg/dl. Within 5 more minutes customer's blood glucose read 49mg/dl and 10 mg/dl. The paramedics were called and tested caller at 39mg/dl on their device. Caller reports that customer received a shor of glucose from the paramedics. Customer was taken to the hospital and remained for at least 2 days. No strip information provided. No quality controls were used. Requested return of suspect device and replacement was sent.